Event description:
Received 6 treatments with zerona laser from (B) (6) in (B) (6). (B) (6) told me I was an "excellent candidate" for the treatment, and advised that they had never had a pt who hadn't lost at least 3 inches with zerona. At the end of treatment, I had no results whatsoever, at which point (B) (6) suggested alternative, more expensive treatments. Have since discovered, from consulting with other zerona providers, that (B) (6) did not operate the zerona machine properly; they do not measure the distance it was placed from my body, and did not position it properly, since I was able to see the laser moving on the wall next to me - lasers should have been pointed at my body. Also, according to MFR's protocol, my measurements should have been taken pre-treatment in 10 different places on my body. (B) (6) took only 4 measurements pre-treatment, and initially tried to measure over my clothes. Fortunately, I have suffered no adverse physical effects, but I have paid (B) (6) for nothing. (B) (6). Dose or amount: 40 minutes, frequency: 6 treatments, route: other. Dates of use: (B) (6) 2010 - (B) (6) 2010. Diagnosis or reason for use: advertising promises fat loss.